Event description:
It was reported that during a device changeout, the right ventricular (rv) lead had high thresholds and could not capture when connected to the replacement device. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d154atg implantable cardioverter defibrillator (ICD) implanted: unknown. (B)(4)